Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes one day post treatment. Trace to stage I dlk around nasal and supranasal flap for the right eye. Stage 1 to stage 2 around nasal, and trace to stage I around flap edge for the left eye. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. The patient complained of dry eyes.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Information provided by the manufacturer (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.